Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had high blood glucose, which she tried to self-treat by delivering a bolus but it had no effect. Subsequently, she was transported to the emergency room via the ambulance for diabetic ketoacidosis. When the emergency services removed the set, the cannula was found to be bent. The patient also had ketones but its level was not identified to be dangerous/life threatening by a healthcare professional. The patient arrived at the emergency room with blood glucose level at 896 mg/dl and she received intravenous insulin. On (B)(6) 2018, she was admitted to the hospital where she received intravenous insulin as corrective treatment, which resolved the issue. The infusion set was used for one or two days. On (B)(6) 2018, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.